Event description:
Patient presented to the ER after heart rate dropped down to 34. It was determine that the lead was damaged. As a result, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient analysis found two insulation abrasions at 15 cm and 54.6/56 cm from connector pi. Both abrasions did not damage the etfe insulations of the proximal and rv shock coils. The electrical characteristics of the lead were found to be normal.